Event description:
A customer from the united states notified biomérieux of misidentification results for a listeria innocua strain when testing a quality control strain with the vitek® 2 gp ID test kit (ref. (B)(4)). Vitek 2 identified the listeria innocua atcc 33090 strain as (B)(6). As there was no patient directly associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a misidentification of listeria innocua atcc® 33090¿ using vitek® 2 gp ID test kit. The customer isolate was submitted for the investigation. The organism was subbed and tested on both the customer lot and a random lot of gp cards, in duplicate. Vitek ms was also performed. On all four (4) gp ID cards, an excellent identification (99%) of l. Innocua was obtained. When tested on the vitek ms, an identification of l. Innocua was also obtained, with a 99.9% confidence level. A comparison of the customer card reaction results against expected results for l. Innocua revealed three (3) atypical positive reactions (dxyl, draf, sac), which led to the misidentification. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media, or other user set up errors. The customer's misidentification was not reproduced. Vitek 2 gp ID cards are performing as expected, and no further action is necessary.